Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 357mg/dl. Troubleshooting was performed. The caller stated that the insulin squirted out while filling the tubing and the device also alarmed. The customer stated that the drive support cap was slightly tilted. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had a scratched display window.